Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, the device broke into pieces during 8th firing. Pieces of the device were retrieved from the pt and another device was used to complete the case. There was extended or time and no other consequence to the pt.